Event description:
As reported by the user facility: after the patient had given birth to her child, when removing epidural catheter there was 3 inches missing. An x-ray & CT scan done to rule out being left behind in patient. Neither scan showed anything in the patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used catheter and connector were provided for evaluation. Visual evaluation of the sample noted the distal end of the used catheter to be sheared/broken off. Although the catheter was shared/broken, since it had been opened and used in a procedure, it is not confirmed to be the result of any manufacturing process. Per the manufacturer's investigation, this defect is not likely to have happened during the manufacturing process. It is believed to happen during application. The user will be referred to the IFU which states, precaution: advancing the catheter more than 5 cm past the needle tip may increase the likelihood of kinking or knotting. Caution: do not withdraw the catheter through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.